Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) catheter was inserted into the patient, the user pressed the start button, but the intra-aortic balloon pump (iabp) did not start working and a setting screen, that was not related to the operation was opened on the display. Then, the user typed some keystrokes but there was no response. As a result, the pump was replaced by a back-up. There was no report of patient complication or serious injury and death. Patient outcome reported as good.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "hard key unresponsive" was confirmed by the field service technician. The display head was replaced and the issue was resolved. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that after the intra-aortic balloon (iab) catheter was inserted into the patient, the user pressed the start button, but the intra-aortic balloon pump (iabp) did not start working and a setting screen, that was not related to the operation was opened on the display. Then, the user typed some keystrokes but there was no response. As a result, the pump was replaced by a back-up. There was no report of patient complication or serious injury and death. Patient outcome reported as good.